Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the bearing was failing on the attachment device. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further review of the initial report, it was determined that the date received by manufacturer was inadvertently missed. The correct date was january 5, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a damaged component, locking components, bearing damaged and failed cutter insertion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.